Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that patient underwent laparoscopic rso lysis of adhesions, and biopsy from left sidewall on (B)(6) 2011 due to adnexal mass and persistent ovarian cyst with chronic pelvic pain and dyspareunia. It was reported that patient underwent vaginal mesh excision on (B)(6) 2014 due to vaginal mesh erosion and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted concurrently with total laparoscopic hysterectomy with salpingo oophorectomy, right oophoropexy and cystoscopy procedures. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.